Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. As received the monitor failed incoming pulse testing with low energy pulses and also displayed code 204. The cause for the pulse test failure is a broken negative lead on high-voltage capacitor c22 on the defibrillator board. The root cause for the broken positive lead on c22 could not be positively identified, but the damage likely resulted from the monitor impacting a hard surface. Root cause analysis of similar events found that excessive strain on the printed circuit assembly (pca) from severe impact can cause fractured solder connections. A mechanical design change (see PMA supplement s039) to reduce the pca strain was approved by FDA on 12/20/2012. Implementation began on 01/21/2013. Results will be monitored. The cause of the code 204 is a disruption in communication between the monitor and electrode belt. The cause for the disruption in communication is a defective belt connector in the monitor. The root cause for the defective belt connector cannot be positively identified but is likely excessive force at the connector. No adverse event resulted from the broken leads on c22 or the defective belt connector. The last pt to use this monitor did not report any deficiencies.

Event description:
Review of service data detected two reportable problems. During servicing, monitor sn (B)(4) failed incoming pulse testing and had a damaged belt connector. The last pt to use the monitor did not report any deficiencies.